Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced crusting and granulation at the implant site. Subsequently the patient utilized topical antibiotics at the site (date and duration not reported). The implanted device remains.